Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip broke off. The fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis evaluation. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip tip at the base of grip. A piece approximately 0.558" x 0.175" was found to be broken off. The broken piece was returned.